Manufacturer narrative:
Report source: associate director of materials management. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the syringe was removed slowly from the needleless connector, and the valve remained stuck down. The product leaves a large drop of blood on the outside. Half a second later, the valve popped forward, which caused blood to splatter of the caregiver, the patient, and the table.